Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's high blood glucose level was almost 500 mg/dl. The customer declined all troubleshooting. It was also stated that infusion set was bent and tape did not stick and infusion set fell off. The insulin pump will not be returned for analysis.